Event description:
It has been reported to philips that the azurion device would not x-ray. The system was in clinical use. The patient was moved to another room. No harm has been reported to philips. A philips field service engineer (fse) inspected the system onsite and confirmed that the system was not doing x ray. Troubleshooting actions showed a problem with the trace logfiles. The fse cleared the files and returned the system to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information provided, the issue occurred during a planned treatment and the procedure was completed by moving the patient to another room. The philips field service engineer (fse) inspected the system onsite and confirmed device would not x-ray, system went black 3 different times. Fse performed troubleshooting action and identified the problem with the trace logfiles. Fse cleared the files and appears to have been caused by trace logfiles filling up. Performed fco 72200529 clearing files and tested the system was returned to use in good working order. The codes were updated based on the investigation outcome.